Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is used for treatment and not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several spacers came detached from a va zero-p implant during surgery. The patient was being implanted with a va zero-p implant and several zero-p va spacers on (B)(6) 2014 when several of the spacers came unattached from the plate. There was a twenty-five minute delay in surgery. Three spacers in total become unattached during the procedure. There was no noticeable breakage to the implants that came unattached. The surgeon had difficulty with implants zero-p va implant 7 millimeter height (04.647.117s), zero-p va implant 8mm height (04.647.118s), zero-p va implant 9 millimeter height (04.647.119s) and two 3.7 millimeter ti cervical spine screws (04.647.834). The surgeon was able to implant the patient the zero-p va implant 7 millimeter height plate (04.647.217s) using two 3.7 millimeter ti cervical spine screws (04.647.836). This is report 4 of 6 for (B)(4).